Manufacturer narrative:
The electrode lot number and expiration date were not provided. The field service representative cleaned the module tubing and replaced parts. He performed checks and tests with acceptable results. The investigation did not identify a specific cause of the event. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable sodium electrode results for several patient samples on a cobas pro ise analytical unit. Only one example was provided. The initial result was 151 mmol/l. The sample was repeated on another module, and the result was 140 mmol/l.